Event description:
End user reports each single package air in the box has a weld in the middle so it is impossible to extract the catheter. 4 boxes involved - 120 units. There was no harm reported. Photos were provided. No additional information was provided.

Manufacturer narrative:
MDR (B)(4) (B)(4). / device 81 of 120 e.1: (B)(6) patient country: italy based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Manufacturer narrative:
Investigation: this complaint has been evaluated. A photograph and samples have been received for this complaint, which were evaluated. The batch record review indicates no discrepancies. The machine logbook was checked, and no records related to this issue were found. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity related to the issue reported had been registered during the sterilization process of the mentioned lot. Samples received were tested and met the acceptance criteria. A simulation showed that if the water sachet is not cracked before removing the catheter from the package, it is difficult to remove the catheter. The weld in the middle, mentioned in the complaint description, is a standard weld for this type of product packaging. The complaint review board decided that the issue is not confirmed. This issue will be monitored through the post market product monitoring review process. FDA registration number . Reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.